Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain attributed partially to an oversized femoral component that overhung laterally. It was also noted that the patella was retained, but the surgeon had to shave some of the inferior poly from it due to impingement of the patella and new tibial insert. Loosening of the tibial tray and femoral component at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.